Event description:
It was reported that pump experienced malfunction alarm labeled as malf 12 with fault ID recorded, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.